Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the chuck device was difficult to assemble/disassemble, did not function, the chuck was frozen/would not move/seized, had damaged mechanics, illegible etch, the color band was chipping/fading and worn etch. It was further determined that the device failed pretest for general condition, marking and labeling, drill chuck with key, check the maximum range of the tool coupling, check the minimum range of the too coupling, check pins length of the handpiece coupling, check the cannulation of the attachment and general function the running mode. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. UDI: (B)(4).